Event description:
It was reported a patient's implantable cardioverter defibrillator presented with post-paced t-wave oversensing. Programming changes were made but the issue has persisted, no further intervention reported. There were no patient consequences.